Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva suspect device system used. Reference medwatch report (B)(6) for the compact suspect device system used.

Event description:
Reporter alleged the customer obtained a result of 292 mg/dl on the compact plus system compared back to back with a result of 130 mg/dl on an the aviva system when testing was performed within 10 minutes. Reporter stated that the customer took 20 units of lantus one hour prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.